Event description:
Healthcare provider called to report a left side deflation and a exchange from textured to smooth due to concern with the product. Healthcare professional later reported left side scar tissue particles in valve via rga. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings on radius side assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ other-technical: white calcification particles observed over the valve. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ yellow particles observed in the surface of the shell. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of a050401 - fluid/blood leak for the period of mar 2021 through feb 2023 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare provider called to report a left side deflation and a exchange from textured to smooth due to concern with the product. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.